Manufacturer narrative:
The pump was received with no down arrow button response due to flattened button dome switch. Unable to perform the displacement test due to no button response. The pump was also received with dog chew marks on the kase and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the back cracked from battery compartment to bottom. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.